Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for a possible full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery due to the high impedance. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
Generator product analysis was completed. The allegation of high impedance was not duplicated in the product analysis, or pa, lab. Various electrical loads were attached to the generator and diagnostics were as expected. The battery voltage measured 3.071 at the completion of the fet, indicating a intensified follow-up indicator, or ifi, condition. The generator performed according to functional specifications. There were no performance or other adverse condition found with the generator. Lead product analysis was completed. The allegations of a lead fracture was not confirmed in the product analysis, or pa, lab. However, the electrodes were not returned and, therefore, a complete evaluation could not be performed. A set of set-screw marks were identified, indicating that the lead had not been fully inserted at one point. However, additional set-screw marks were noted providing evidence that, at one point in time, a good mechanical and electrical connection was present. No discontinuities were identified during continuity testing. The condition of the returned lead portions were consistent with conditions existing following an explant.

Manufacturer narrative:
Date of event, corrected data: follow-up report #2 inadvertently left out (B)(6) 2018.